Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report that the insulin pump had a frozen display, was making a loud noise, and had a keypad anomaly. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump was received with bleeding glass on the lcd board. All of the buttons responded properly. The keypad traces and keypad connector was inspected and no anomalies noted. No frozen display noted. The insulin pump passed self test, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement test. No unexpected noise noted. The insulin pump has minor scratches on lcd the window and broken reservoir tube lip.